Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. The reporter claimed the display issue appeared after the patient went swimming with pump. At the time of troubleshooting, the reporter denied any visible to the pump's battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.